Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent spinal surgery due to vertebral body fracture. Intra-op, while inflating the balloon into the vertebral body balloon ruptured. So contrast liquid leaked in the vertebral body. The surgeon removed the broken balloon and finished the surgery. Patient complications are unknown at this time.